Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Dietician called to report customer's hospitalization due to high blood glucose. Caller stated that customer has been running high. Nothing further reported.